Event description:
Per pharmacist narrative, pt states to give his insulin it takes about 5 mins to inject the entire dose - he states the 4mm needles are too small, and believes the 70/30 mix clogs the needle even though he agitates the insulin correctly prior to injection and verified correct technique. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018.